Event description:
A female underwent aaa repair with another manufacturer's device approximately 4 years prior. The patient was lost to follow up for three years. There was a separation of the main body and the 28mm cuff. Another manufacturers 28mm cuff was placed on the right without adequate seal. There were not any more 28mm cuffs available so the physician placed a 28mm cook cuff at 0830 in 2008. The patient continued to have hypotension with increasing abdomen brought back to or at 1430 for decompression and compartment syndrome. The physician decompressed and removed thrombus, and decided to check the aortic sac, here he found a type IV endoleak from the main body. The physician was not sure if it was a tear from placing the cuffs or a spontaneous or previously thrombosed. The patient had been very unstable all night prior to transferring to current facility and post op cuff replacement. There was too much blood loss from the combination of issues. The patient expired on or table.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. It is possible that the endoleak was already present and had previously thrombosed and subsequent delivery of the main body extension caused the endoleak to start again. We have notified the appropriate individuals and will continue to monitor for similar events.